Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3: patient sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was used for hemostasis of the puncture site for the ipsilateral approach to the superficial femoral artery (sfa). The locator/insertion sheath assembly was attempted to be inserted into the artery, but the assembly was difficult to insert. Manual compression was then applied for 0.5 hours to achieve hemostasis. The procedure before deploying the device was a percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter is unknown. The estimated blood loss was less than 250cc. There was no health damage for the patient. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
One 6fr angioseal device was returned for product evaluation. The returned device included the mated locator and hemostasis sheath, header bag, guidewire, carrier tube, and polyfoil bag. The device was visually inspected and found to have been in used condition with minimal signs of blood. The locator and hemostasis sheath were returned fully mated, and a kink was identified towards the distal tip at the blood inlet hole. The carrier tube was returned in the forward lock position with the bypass tube intact. No other damage or issue was identified. The complaint was able to be confirmed as mechanical damage. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been damage sustained during advancement due to an obstruction. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).